Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen intermittently did not pass the touchscreen test. As indicated in section this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device touchscreen intermittently did not pass the touchscreen test. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.